Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the incorrect pixel shift was caused by a broken charge coupled device. Regarding the charge coupled device and outer tube issues, the cause likely due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the wa50080a rigid video scope exhibited a dent in the outer tube, the charge coupled device was broken, and the pixel shift was incorrect. There was no patient involvement.